Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, minor scratches on the display window and a missing end cap sticker. No error alarms were noted.

Event description:
It was reported the customer feel off the stairs and the casing of the insulin pump got damaged. The place where the reservoir attaches was loose, currently being held with tape. The looking glass was also cracked. After battery changes the device alarms unexpected restarts and external ram error. Customer's blood glucose was 10.2mmol/l. No further information reported.